Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and muffled alarm sound during self-test was not confirmed. The system controller, serial number (B)(6) was not returned for analysis. Per additional information, the controller is not available for evaluation. The root cause for the reported event was unable to be determined through this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the first controller alarmed with low voltage alarm on both batteries and mobile power unit (mpu) and the other controller had yellow wrench and backup battery fault. System test was performed with muffled alarm sound and the customer was unable to view alarm history. Related MFR # 2916596-2023-05969

Event description:
It was reported that the patient had yellow wrench alarm on their primary controller and decided to independently exchange to their backup controller. When the equipment was evaluated, it was found that neither controllers were working as expected. Broken equipment was exchanged per protocol with no difficulties.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.